Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2004 a generator diagnostic test was performed which caused a change in generator settings. The settings were not corrected to efficacious settings at the time of the event. The settings were corrected on (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.